Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, the wire was returned inside the delivery sheath and the filter bag was returned in an undeployed state. The sheathing/unsheathing test was performed, and the filter bag could be retracted/deployed by the normal way. The spring tip was bent and stretched. Based on analysis of the returned product, the reported allegations could not be confirmed, as the filter bag could be retracted/deployed normally.

Event description:
It was reported that the filter could not be recaptured. A 190 cm filterwire ez was selected for stenting under cerebral filter. During the procedure, it was noted that the filter could not be recaptured after it was released. The device was simply pulled out and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the filter could not be recaptured. A 190 cm filterwire ez was selected for stenting under cerebral filter. During the procedure, it was noted that the filter could not be recaptured after it was released. The device was simply pulled out and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.